Event description:
Collimator lock release inadvertently got stuck and an added weight (box of gloves) on top of the vertical arm caused the x-ray/collimator to fall down to the patient. Order collimator & weight to balance the tube/collimator. Portable temporarily taken out of service until replacement parts & balancing of x-ray tube/collimator was completed. Collimator was replaced and alignment checked. Weight was added to vertical column to balance x-ray tube/collimator, balance of x-ray tube/collimator was checked.what was the original intended procedure?x-ray.device #1is this a laboratory device or laboratory test?no.